Event description:
This spontaneous case was initially reported by regulatory authority (ha_us_FDA_maude - mw5032460) and most recent information received by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ pelvic pain"), genital haemorrhage ("heavy bleeding "), suicide attempt ("suicide attempt") and kidney infection ("numerous kidney infections/kidney infections") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there were some problems trying to insert the second coil" the patient's past medical history included body mass index increased, multigravida and parity 3 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1994 dates as written). Previously administered products included for abnormal menstrual cycles: oral contraceptive pill; for an unreported indication: depo provera from 2001 to 2007 and norplant from 1994 to 1999. Concurrent conditions included depression and anxiety. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced kidney infection (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("extreme pain in my joints/ severe and persistent hip pain/ shooting hip pain constant/joint pain/ severe and persistent knee pain/ shooting knee pain constant/ knee pain"), back pain ("back pain sometimes so bad I can't stand/severe back pain/ back pain shooting back pain"), abdominal pain ("severe and persistent abdominal pain/abdominal pain/ shooting abdominal pain constant") and musculoskeletal pain ("severe and persistent shoulder pain/shooting shoulder pain, constant/shoulder pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), cyst ("cysts/cysts"), abdominal pain upper ("bad stomach pains"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia/autoimmune disorder "), depression ("depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety/essure caused or aggravated any psychiatric and/or psychological condition"), menorrhagia ("heavy menstrual cycles/heavy cycles/blood clots"), menstrual disorder ("abnormal cycle"), gastric disorder ("stomach issues"), allergy to metals ("allergic to nickel") with rash, urticaria, dermatitis and pruritus, alopecia ("hair loss"), dysstasia ("back pain sometimes so bad I can't stand"), polyp ("polyps"), feeling abnormal ("brain fog"), skin disorder ("skin issues"), hypersensitivity ("hypersensitivity reaction to nickel (she believed that she was allergic to nickel because of the inflammation, and break outs of rashes.)") And dysmenorrhoea ("horrible painful period"). On an unknown date, the patient experienced hypoaesthesia ("numbness in my fingers"), headache ("bad headaches"), memory impairment ("memory issues") and gastrooesophageal reflux disease ("gerd"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), cyst ("cysts/cysts"), abdominal pain upper ("bad stomach pains"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia/autoimmune disorder "), depression ("depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety/essure caused or aggravated any psychiatric and/or psychological condition"), menorrhagia ("heavy menstrual cycles/heavy cycles/blood clots"), menstrual disorder ("abnormal cycle"), gastric disorder ("stomach issues"), allergy to metals ("allergic to nickel") with rash, urticaria, dermatitis and pruritus, alopecia ("hair loss"), dysstasia ("back pain sometimes so bad I can't stand"), polyp ("polyps"), feeling abnormal ("brain fog"), skin disorder ("skin issues"), hypersensitivity ("hypersensitivity reaction to nickel (she believed that she was allergic to nickel because of the inflammation, and break outs of rashes.)") And dysmenorrhoea ("horrible painful period"). On an unknown date, the patient experienced hypoaesthesia ("numbness in my fingers"), headache ("bad headaches"), memory impairment ("memory issues"), digestion issues and gastrooesophageal reflux disease ("gerd"). The patient was treated with methotrexate, meloxicam, hydroxychloroquine, pregabalin (lyrica), citalopram, alprazolam (xanax), antibiotics, analgesics, steroids, surgery (hysterectomy), physical therapy and physical therapy. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, suicide attempt, arthralgia, abdominal pain, musculoskeletal pain, menorrhagia, alopecia and dysmenorrhoea had resolved, the genital haemorrhage, kidney infection, cyst, back pain, abdominal pain upper, rheumatoid arthritis, fibromyalgia, anxiety, menstrual disorder, gastric disorder, allergy to metals, dysstasia, polyp, feeling abnormal, skin disorder, digestion issues and hypersensitivity outcome was unknown, the hypoaesthesia, headache, memory impairment and gastrooesophageal reflux disease outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cyst, depression, dysmenorrhoea, dysstasia, feeling abnormal, fibromyalgia, gastric disorder, genital haemorrhage, hypersensitivity, kidney infection, menorrhagia, menstrual disorder, musculoskeletal pain, pelvic pain, polyp, rheumatoid arthritis, skin disorder, digestion issues and suicide attempt to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain upper, gastrooesophageal reflux disease, headache, hypoaesthesia and memory impairment with essure (ess205). The reporter commented: after being implanted with essure, this plaintiff suffered from severe and permanent injuries. She has been to lots of doctors that did not find anything really serious wrong with her but she know there is, her body feels like she was (B)(6) when she is not even (B)(6) yet. She has this in her body for 8 years now and she finally scheduled to have a hysterectomy to have them removed. She claimed that she experienced a hypersensitivity reaction to nickel or any other component of essure. She was allergic to nickel or any other component of essure. She admitted to health care provider for stomach pain, kidney infections (2009-2010), back and shoulder pain ((B)(6) 2013-2014), essure implant (2007), hysterectomy ((B)(6) 2014). Essure removed on (B)(6) 2014 partial hysterectomy (left ovaries) but retained one of the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Colonoscopy for polyps (2013), essure confirmation test: (B)(6) 2007-hsg (hysterosalpingogram) test. In 2007- she was told that there were some problems trying to insert the second coil. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received: event there were some problems trying to insert the second coil, skin issues with itching spells, skin inflammation, horrible painful period, hypersensitivity reaction to nickel (she believed that she was allergic to nickel because of the inflammation, and break outs of rashes.), skin issues, brain fog, polyps, back pain sometimes so bad I can't stand, hair loss, random out breaks of hives/hives, allergic to nickel, random out breaks of rashes, stomach issues, abnormal cycle, heavy menstrual cycles/heavy cycles/blood clots, severe and persistent shoulder pain/shooting shoulder pain, constant/shoulder pain, severe and persistent abdominal pain/abdominal pain/ shooting abdominal pain constant, anxiety/essure caused or aggravated any psychiatric and/or psychological condition, depression/essure caused or aggravated any psychiatric and/or psychological condition, fibromyalgia/autoimmune disorder, rheumatoid arthritis, bad stomach pains, back pain sometimes so bad I can't stand/severe back pain/ back pain shooting back pain and digestion issues. Historical, concomitant condition, lab data has been added. Reporters were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ pelvic pain"), genital haemorrhage ("heavy bleeding"), suicide attempt ("suicide attempt") and kidney infection ("numerous kidney infections/kidney infections") in an adult female patient who had essure (ess205) (batch nos. 621813 and 621813, 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there were some problems trying to insert the second coil.". The patient's medical history included body mass index normal, multigravida, parity 3 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1994 dates as written), painful intercourse, arthroscopy l knee, reflux esophagitis, impaired gastric emptying, gastritis, heartburn and paratubal cyst. Previously administered products included for abnormal menstrual cycles: oral contraceptive pill; for an unreported indication: depo provera from 2001 to 2007 and norplant from 1994 to 1999. Concurrent conditions included depression and anxiety. On (B)(6) 2007, the patient had essure (ess205) inserted and removed on (B)(6) 2014. A new essure (ess205) was inserted on an unknown date. In 2009, the patient experienced kidney infection (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("extreme pain in my joints/ severe and persistent hip pain/ shooting hip pain constant/joint pain/ severe and persistent knee pain/ shooting knee pain constant/ knee pain"), back pain ("back pain sometimes so bad I can't stand/severe back pain/ back pain shooting back pain"), abdominal pain ("severe and persistent abdominal pain/abdominal pain/ shooting abdominal pain constant") and musculoskeletal pain ("severe and persistent shoulder pain/shooting shoulder pain, constant/shoulder pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd"), cyst ("cysts/cysts"), abdominal pain upper ("bad stomach pains"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia/autoimmune disorder"), depression ("depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety/essure caused or aggravated any psychiatric and/or psychological condition"), menorrhagia ("heavy menstrual cycles/heavy cycles/blood clots"), menstrual disorder ("abnormal cycle"), gastric disorder ("stomach issues"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel (she believed that she was allergic to nickel because of the inflammation, and break outs of rashes.)") With rash, urticaria, dermatitis and pruritus, alopecia ("hair loss"), dysstasia ("back pain sometimes so bad I can't stand"), polyp ("polyps"), feeling abnormal ("brain fog"), skin disorder ("skin issues"), dysmenorrhoea ("horrible painful period") and dyspepsia ("digestion issues") and experienced hypoaesthesia ("numbness in my fingers"), headache ("bad headaches") and memory impairment ("memory issues"). The patient was treated with alprazolam (xanax), analgesics, antibiotics, citalopram, hydroxychloroquine, meloxicam, methotrexate, pregabalin (lyrica), steroid antibacterials, chiropractor, physical therapy, physical therapy and surgery (laparoscopic hysterectomy with robotic assistance, bilateral salpingectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, suicide attempt, arthralgia, abdominal pain, musculoskeletal pain, menorrhagia, alopecia and dysmenorrhoea had resolved, the genital haemorrhage, kidney infection, gastrooesophageal reflux disease, cyst, back pain, abdominal pain upper, rheumatoid arthritis, fibromyalgia, anxiety, menstrual disorder, gastric disorder, allergy to metals, dysstasia, polyp, feeling abnormal, skin disorder and dyspepsia outcome was unknown, the hypoaesthesia, headache and memory impairment outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for abdominal pain upper, gastrooesophageal reflux disease, headache, hypoaesthesia and memory impairment with essure (ess205). The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cyst, depression, dysmenorrhoea, dyspepsia, dysstasia, feeling abnormal, fibromyalgia, gastric disorder, genital haemorrhage, kidney infection, menorrhagia, menstrual disorder, musculoskeletal pain, pelvic pain, polyp, rheumatoid arthritis, skin disorder and suicide attempt to be related to essure (ess205). The reporter commented: after being implanted with essure, this plaintiff suffered from severe and permanent injuries. She has been to lots of doctors that did not find anything really serious wrong with her but she know there is, her body feels like she was 80 when she is not even 40 yet. She has this in her body for 8 years now and she finally scheduled to have a hysterectomy to have them removed. She claimed that she experienced a hypersensitivity reaction to nickel or any other component of essure. She was allergic to nickel or any other component of essure. She admitted to health care provider for stomach pain, kidney infections (2009-2010), back and shoulder pain (2013-2014), essure implant (2007), hysterectomy ((B)(6) 2014). She removed essure, but retained one of the coils one of each fallopian tube with three coils trailing from each device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: bilateral tubal occlusion. Colonoscopy for polyps (2013), essure confirmation test: (B)(6) 2007-hsg (hysterosalpingogram) test. In 2007- she was told that there were some problems trying to insert the second coil. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; low back pain, pelvic pain, hip pain, cyst. Lot number: 621687, manufacturing date: 2006-11, expiration date: 2008-10. Lot number: 621813 ,manufacturing date: 2006-11, expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032460) on 30-dec-2013. The most recent information was received on 29-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ pelvic pain"), genital haemorrhage ("heavy bleeding"), suicide attempt ("suicide attempt") and kidney infection ("numerous kidney infections/kidney infections") in an adult female patient who had essure (ess205) (batch no. 621813, 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there were some problems trying to insert the second coil.". The patient's medical history included body mass index normal, multigravida, parity 3 (on (B)(6) 1991, (B)(6) 1994, (B)(6) 1994 dates as written), painful intercourse, arthroscopy l knee, reflux esophagitis, impaired gastric emptying, gastritis, heartburn and paratubal cyst. Previously administered products included for abnormal menstrual cycles: oral contraceptive pill; for an unreported indication: depo provera from 2001 to 2007 and norplant from 1994 to 1999. Concurrent conditions included depression and anxiety. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced kidney infection (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("extreme pain in my joints/ severe and persistent hip pain/ shooting hip pain constant/joint pain/ severe and persistent knee pain/ shooting knee pain constant/ knee pain"), back pain ("back pain sometimes so bad I can't stand/severe back pain/ back pain shooting back pain"), abdominal pain ("severe and persistent abdominal pain/abdominal pain/ shooting abdominal pain constant") and musculoskeletal pain ("severe and persistent shoulder pain/shooting shoulder pain, constant/shoulder pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd"), cyst ("cysts/cysts"), abdominal pain upper ("bad stomach pains"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia/autoimmune disorder"), depression ("depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety/essure caused or aggravated any psychiatric and/or psychological condition"), menorrhagia ("heavy menstrual cycles/heavy cycles/blood clots"), menstrual disorder ("abnormal cycle"), gastric disorder ("stomach issues"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel (she believed that she was allergic to nickel because of the inflammation, and break outs of rashes.)") With rash, urticaria, dermatitis and pruritus, alopecia ("hair loss"), dysstasia ("back pain sometimes so bad I can't stand"), polyp ("polyps"), feeling abnormal ("brain fog"), skin disorder ("skin issues"), dysmenorrhoea ("horrible painful period") and dyspepsia ("digestion issues") and experienced hypoaesthesia ("numbness in my fingers"), headache ("bad headaches") and memory impairment ("memory issues"). The patient was treated with alprazolam (xanax), analgesics, antibiotics, citalopram, hydroxychloroquine, meloxicam, methotrexate, pregabalin (lyrica), steroid antibacterials, chiropractor, physical therapy, physical therapy and surgery (laparoscopic hysterectomy with robotic assistance, bilateral salpingectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, suicide attempt, arthralgia, abdominal pain, musculoskeletal pain, menorrhagia, alopecia and dysmenorrhoea had resolved, the genital haemorrhage, kidney infection, gastrooesophageal reflux disease, cyst, back pain, abdominal pain upper, rheumatoid arthritis, fibromyalgia, anxiety, menstrual disorder, gastric disorder, allergy to metals, dysstasia, polyp, feeling abnormal, skin disorder and dyspepsia outcome was unknown, the hypoaesthesia, headache and memory impairment outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for abdominal pain upper, gastrooesophageal reflux disease, headache, hypoaesthesia and memory impairment with essure (ess205). The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cyst, depression, dysmenorrhoea, dyspepsia, dysstasia, feeling abnormal, fibromyalgia, gastric disorder, genital haemorrhage, kidney infection, menorrhagia, menstrual disorder, musculoskeletal pain, pelvic pain, polyp, rheumatoid arthritis, skin disorder and suicide attempt to be related to essure (ess205). The reporter commented: after being implanted with essure, this plaintiff suffered from severe and permanent injuries. She has been to lots of doctors that did not find anything really serious wrong with her but she know there is, her body feels like she was 80 when she is not even 40 yet. She has this in her body for 8 years now and she finally scheduled to have a hysterectomy to have them removed. She claimed that she experienced a hypersensitivity reaction to nickel or any other component of essure. She was allergic to nickel or any other component of essure. She admitted to health care provider for stomach pain, kidney infections (2009-2010), back and shoulder pain (2013-2014), essure implant (2007), hysterectomy (on (B)(6) 2014). She removed essure, but retained one of the coils. One of each fallopian tube with three coils trailing from each device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: bilateral tubal occlusion. Colonoscopy for polyps (2013), essure confirmation test: in (B)(6) 2007-hsg (hysterosalpingogram) test. In 2007: she was told that there were some problems trying to insert the second coil. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record: low back pain, pelvic pain, hip pain, cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-apr-2019: medical record received: lot number, medical history, essure removal date added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.